Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not received for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that before the surgery the lever could not be operated and was stuck. After several attempts, something broke off in the blade. No one was injured and the surgery was completed with a new product with the same part number. The item was not on the patient. ***update swit (B)(6) 2022: the patient was already under anesthesia but the failure was discovered before it was applied to the patient.